Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media damage to the insulin pump. Customer advised there insulin pump was 3 months old and insulin leaked through the reservoir chamber. Customer advised they smelled a harsh insulin odor and they received a new insulin pump.